Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) evaluated the device and determined that the reported issue was due to a faulty main board. The main board was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the tone does not sound with power loss on the device. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.